Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system recently received an inappropriate shock in the secondary sensing vector. Additionally, the patient had received an inappropriate shock in march, which resulted in an electrode repositioning procedure. Boston scientific technical services (ts) was contacted and is pending a data review. At this time, this s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.